Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure event observed during analysis. Final analysis found the outer insulation abrasion was abraded at 9.1 cm - 9.2 cm from the connector pin which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device.

Event description:
This report is to advise of an event observed during analysis.